Event description:
Device returned for analysis with report of "pocket abscess, 2003, paresis in 2003." Follow up with hcp revealed patient was fine post implant when seen in 2003 - getting good therapeutic results and wound was clean and healing. Patient was ambulatory with a cane as patient had been preop. In 2003, patient got up in the morning, sat down in a chair and could not get up again. Patient had paresis - had no bowel and bladder control. Pump was drained of mso4 25mg/ml, shut down and saline placed in pump. Patient had physical therapy and improved enough to transfer self, had minimal leg movement, but was not able to ambulate. Patient's pump was filled and patient started on dilaudid 0.75mg and turned up to 0.1mg and the paresis got worse again. The dilaudid was discontinued, pump shut down and filled with saline. Patient was receiving physical therapy at home but no personal care assistance. Eight days later, patient was feeling bad, and a home health nurse found patient to be febrile and had developed a decubitus ulcer. Three days later the pump site was found to be abcessed and patient had an epidural adcess. Devices explanted. Patient is still receiving treatment for wounds. Hcp states cause of paresis is unknown.